Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown head. Cat # unk, lot # unk, description: unknown liner. Cat # unk, lot # unk, description: unknown screws. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Revision left hip. Patient presented with pain. Removal of femoral head, cup, liner and 2 screws.